Event description:
The time of event is unknown. There was no report of patient harm. Suction nipple loosened.

Manufacturer narrative:
We checked the returned unit and confirmed that the suction nipple loosened. Based on the result, we concluded that it was caused due to the excessive force applied on the suction nipple. Based on the technical report "hr-rpt-0620 (control body)" and/or the risk analysis results, it was evaluated to submit MDR.